Event description:
It was reported that the patient had a therapeutic ultrasound session on (B)(6) 2012 on his left foot. The patient was not sure if it turned his device off, but checked the device with his programmer and turned it up. The patient stated he had been having physical therapy done for the last couple months due to torn ligaments. The patient did not think about compatibility ahead of time and was 'pretty sure' he had more than one of these therapeutic ultrasound sessions. The patient was not feeling stimulation, but 'usually always felt it.' The patient stated he went to the bathroom a 'bunch' on the night of (B)(6) 2012 after the procedure. The patient also said his health care provider (hcp) never informed him of diathermy. The patient said when he felt stimulation it was like 'every 10 on and every 10 off,' so that was what alerted him when he did not feel it after the ultrasound and was up all night going to the bathroom. The patient was scheduled to see his hcp a 'couple' weeks after the report. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3889-33, lot# va045as, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).